Event description:
Legal counsel for the patient reports that patient underwent right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reports that a right revision procedure occurred on (B)(6) 2011, due to patient allegations of pain, loss of mobility, elevated metal ion levels and damage to surrounding tissue and bone. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-02777 / 02779).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Review of sterilization certification confirms device was sterilized in accordance with (B)(4). There are warnings in the package insert that state that these types of events can occur: "early or late postoperative infection and allergic reaction."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reports that patient underwent right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reports that a right revision procedure occurred legal counsel for the patient reports that patient underwent right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reports that a right revision procedure occurred on (B)(6) 2011 due to patient allegations of pain, loss of mobility, elevated metal ion levels and damage to surrounding tissue and bone. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the revision operative notes indicates the revision was performed on (B)(6) 2011 and was due to loose acetabular component and possible infection. Operative notes further indicate the presence of a pseudotumor and cheesy material. All components were removed and replaced with antibiotic spacers on (B)(6) 2011. The antibiotic spacers were removed and hip reimplantation occurred on (B)(6) 2011.